Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: visual inspection of the returned device found the handle cannula was pulled out of the finger ring portion of the handle assembly. Therefore, the reported event is confirmed. Additionally, the working length was severely kinked in several locations. The pull wire and basket assembly was found completely removed from the device and it was not returned for analysis. The distal and proximal screw depth were measured and found within specification. Based on all available information, it is likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to device kink. Kinks can cause more friction on the device causing difficulty in opening and closing the basket. Continued attempts to open or close the basket can result in sheath detachment at proximal section, and handle cannula detachment from the finger ring. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Block h11: correction: h6 impact codes

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 14, 2021. During the procedure, a trapezoid rx basket was used in an attempt to crush a stone. However, the handle cannula broke with the stone inside the basket. The physician shook the working length to release the stone and the basket was pulled out from the endoscope and patient. The procedure was completed with the another trapezoid rx basket. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid rx basket was used in an attempt to crush a stone. However, the handle cannula broke with the stone inside the basket. The physician shook the working length to release the stone and the basket was pulled out from the endoscope and patient. The procedure was completed with the another trapezoid rx basket. There were no patient complications as a result of this event.